Manufacturer narrative:
The reported event of stylet could not be inserted was confirmed. As received, a complete lead was returned in one piece. X-ray showed that the inner coil inside the connector region was over-torqued consistent with procedural damage. Stylet could not be inserted due to an over-torqued inner coil at the connector region. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The cause of the reported event was isolated to an over-torqued inner coil at the connector region, consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead failed to advance through the stylet. The lead was not used and replaced during the procedure. The patient was stable throughout.